Manufacturer narrative:
(B)(4).

Event description:
This event is a duplicate of MDR ID: 2134265-2017-12315.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
(B)(6) clinical study. It was reported that in-stent restenosis (isr) occurred. In (B)(6) 2016, the subject was referred for cardiac catheterization and the index procedure was performed the following day. The target lesion was located in the proximal left anterior descending (lad) artery with 90% stenosis and was 8.0 mm long with a reference vessel diameter of 3.5 mm. The lesion was treated with direct placement of 3.50 x 12 mm synergy¿ drug eluting stent (des). Following post dilatation, the residual stenosis was 0%. The following day, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2017, the patient was admitted for undergoing contrast radiography for confirmation and was diagnosed with exertional angina. The patient was treated with medication and was referred for cardiac catheterization. The following day, coronary angiography was performed and revealed 99% proximal in-stent restenosis of study stent. The patient was scheduled for percutaneous coronary intervention to treat the isr of the study stent in proximal lad. Three days after, the 99% in-stent restenosis of study stent deployed in proximal lad was treated with the pre dilatation and placement of 4.0 x 16 mm synergy stent post which residual stenosis was 0% with timi 3 flow. On the following day, the patient was discharged on dual antiplatelet therapy.